Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "2 days after insertion of the midline for home antibiotic therapy, the female patient experienced a flowback of the injected product from the insertion site to the skin: the device protruded 1 cm from the skin. There was no venous return. On ultrasound examination, the device was visible in the line of the vessel along its entire length. No pain on injection and no oedema. There was no consequence for the patient." Additional information: "they mean there was a reflux of the product previously infused. They do mean device migrated out of place 1 cm from the original injection site."

Event description:
It was reported that: "2 days after insertion of the midline for home antibiotic therapy, the female patient experienced a flowback of the injected product from the insertion site to the skin: the device protruded 1 cm from the skin. There was no venous return. On ultrasound examination, the device was visible in the line of the vessel along its entire length. No pain on injection and no oedema. There was no consequence for the patient." Additional information: "they mean there was a reflux of the product previously infused. They do mean device migrated out of place 1 cm from the original injection site."

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen midline catheter for analysis. The grip-lok anchoring device was not returned. Signs of use in the form of biological material were observed on and within the catheter body. Visual analysis did not reveal evidence to suggest that the catheter suture wings on the juncture hub were secured with sutures, nor were there signs of adhesive on the juncture hub to suggest the grip-lok anchoring device was used. The distal end of the catheter body appeared to be intentionally severed. No obvious defects or anomalies were observed on the returned sample. The catheter body length measured 21.6 cm, which is within the specification of the catheter product drawing. The catheter outer diameter measured 0.0550", which is within the specification of the catheter extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle or catheter/needle into vein. Advance guidewire into introducer needle. Insert catheter through peel-away sheath to final indwelling position. Use catheter stabilization device and/or catheter clamp and fastener to secure catheter (where provided). Use catheter hub as primary securement site." A lab inventory 21 ga introducer needle and 0.018" guide wire were used to insert the returned catheter into simulated skin. The grip-lok IFU provided with this kit informs the user, "select the area for the placement of the grip-lok. Note: the catheter should be already inserted in the patient. Open the top flap, remove the interior liner and hold the flap open. Slide the grip-lok under the catheter and adhere in the exposed adhesive cut-out space provided. Secure the top flap over the catheter. Hold the grip-lok in position while removing the paper backing from one side, then the other, to secure on the skin surface." A lab inventory grip-lok was used to functionally test securement of the midline catheter. The catheter was adhered onto the exposed adhesive cut-out space and the top flap was secured over the catheter. The catheter juncture hub felt secure within the grip-lok. A device history record review was performed, and no relevant findings were identified. The catheter product drawing and the catheter extrusion product drawing were reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with this kit informs the user, "use catheter stabilization device and/or catheter clamp and fastener to secure catheter (where provided). Use catheter hub as primary securement site. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The grip-lok IFU provided with this kit informs the user, "replace securement device if soiled or saturated in fluid or if device shows signs of wear or damage." The customer report of catheter migration could not be confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed on the returned sample; however, the grip-lok anchoring device was not returned. There was no evidence to suggest that the catheter suture wings on the juncture hub were secured with sutures, nor the grip-lok anchoring device was used on the catheter juncture hub. The returned catheter passed relevant functional requirements with a lab inventory grip-lok anchoring device. Based on the customer report and sample received, the root cause cannot be determined without the grip-lok anchoring device returned. Teleflex will continue to monitor and trend for complaints of this nature.